Manufacturer narrative:
Concomitant medical products: dtma1q1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and was seen in the emergency department. A remote transmission could not confirm left ventricular (lv) lead capture. The lead remains in use. No further patient complications have been reported as a result of this event.